Event description:
This 48 year old female underwent bilateral capsulectomies and removal of mcghan 420cc. Implants on 4/10/92 for complaints of hardening and tenderness. The original implantation of 10 years ago and the replacement one year ago were not performed at this reporting facility. The removed breast implants appeared intact. The capsules were thick with fibrous connective tissue and focal chronic inflamatory, foreign body response to amorphous materialdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.